Event description:
The customer received blood glucose readings of 235 and 400mg/dl on the contour meter, re-tested on a different meter and the reading was 90mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer